Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that pt came in for a post op visit and her battery pocket was very swollen and red. Physician removed fluid from the pocket and sent down for analysis. Other labs were taken (blood draw) and it resulted in no evidence of infection. Unresolved at this time. Waiting to see if the swelling goes down with a round of antibiotics. Physician is wondering if pt has a allergy to titanium or the antibiotics used in the tyrx pouch. The pouch lot number is r149892. Additional information was received from the manufacturer representative (rep). The rep reported the patient had the system explanted due to infection.

Event description:
Additional information received from a manufacturer representative. It was reported that the physician used a tyrx pouch on a spinal cord stimulator implant and the patient developed an infection or an allergy; it was unclear. The physician requested a pouch for further allergy testing with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.